Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years and 1 month following the implant of this transcatheter bioprosthetic valve, thrombus and new onset mitral regurgitation were observed. Anticoagulation treatment and a tissue plasminogen activator (tpa) drip were administered. A follow up echocardiogram was performed that revealed the thrombus had resolved, and the valve was working normal. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 2 years and 1 month following the implant of this transcatheter bioprosthetic valve, thrombus and new onset mitral regurgitation were observed. Anticoagulation treatment and a tissue plasminogen activator (tpa) drip were administered. A follow up echocardiogram was performed that revealed the thrombus had resolved, and the valve was working normal. No additional adverse patient effects were reported. Additional information was received that the valve gradient at discharge of the patient was 5 millimeters of mercury (mm hg), and the mean gradient at the time the thrombus was observed was 34 mmhg. The severity of the mitral regurgitation was moderate-severe, and the cause was unknown. The location of the thrombus was sub valvular. The patient did not have any pre existing coagulopathy issues but was on anticoagulation therapy for atrial fibrillation. Tissue plasminogen activator therapy was provided while the patient was admitted, and then the patient was transitioned to blood thinner therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5, h6 image review: procedural imaging submitted for review showed an echogenic structure in the left atrial appendage that was unable to be assessed but appeared to be artifact. A small echogenic structure was visualized on the anterior leaflet of the mitral valve. A mobile echogenic structure was seen inside the valve frame that was a possible tissue, mass, or thrombus. This finding was consistent with the case report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Third paragraph added h6. Patient code e060102 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years and 1 month following the implant of this transcatheter bioprosthetic valve, thrombus and new onset mitral regurgitation were observed. Anticoagulation treatment and a tissue plasminogen activator (tpa) drip were administered. A follow up echocardiogram was performed that revealed the thrombus had resolved, and the valve was working normal. No additional adverse patient effects were reported. Additional information was received that the valve gradient at discharge of the patient was 5 millimeters of mercury (mm hg), and the mean gradient at the time the thrombus was observed was 34 mmhg. The severity of the mitral regurgitation was moderate-severe, and the cause was unknown. The location of the thrombus was sub valvular. The patient did not have any pre existing coagulopathy issues but was on anticoagulation therapy for atrial fibrillation. Tissue plasminogen activator therapy was provided while the patient was admitted, and then the patient was transitioned to blood thinner therapy. No additional adverse patient effects were reported. Additional information was received which confirmed the atrial fibrillation was a pre-existing condition prior to the valve implant.